Manufacturer narrative:
Walkmed infusion's service personnel performed a product evaluation on the device in question. The reported event was confirmed. The "open state free flow" test failed as a result of a worn component (pressure plate).

Event description:
During testing, walkmed infusion's service personnel observed the device in question to fail the "open state free flow" test.